Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-jul-2023. H.6. Investigation summary: four pictures and ten samples were provided for investigation. A quality engineer was able to review the pictures and samples from syringe 5ml ll bns from lot #2276460 regarding item #301027 with the reported complaint of "scale marking issue". The defect appears to be double printing and missing print. Two of the images appear to have missing print in the scale numbers, one image has double printing in the scale numbers, and the last image has missing print on the scale lines more than 50% which is rejectable per qc701502. Out of the ten samples received, none had missing print or blurred scale number lines. There are some small ink spots to the right of the scale numbers on seven of the ten samples with no visible defect on three of the ten samples received. All sample defects observed are cosmetic only and not rejectable per qc701502. Potential root causes for the defects found are an improper engagement of printhead assembly clutch due to a slip or stutter of the clutch and/or outfeed chain timing. A review of the device history record was completed for batch #2276460. All inspections and challenges were performed per applicable operations qc specifications. There were two (2) notifications noted that pertained to the complaint, zm 201044808 and zm 201045030. Containment was performed per qc701502 for both notifications. Complaints received for this device and reported defect will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA. H3 other text : see h10.

Event description:
It was reported that 5318 of the bd 5ml syringe luer-lok tip non-sterile experienced scale marking issues. The following information was provided by the initial reporter: illegible printing, and ink spots.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5318 of the bd 5ml syringe luer-lok tip non-sterile experienced scale marking issues. The following information was provided by the initial reporter: illegible printing, and ink spots.